Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: ¿ crease is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.